Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomedical engineer (biomed) reported a failure to audibly alarm for spo2/desat their philips intellivue information center (piic). Further, it was noted that the patient expired and the clinical staff reported that they did not get a phone page for the alarm.

Manufacturer narrative:
H3 and h6: a review of the alarm log reveals the spo2 alarms occurred between 13:51 hours and 14:05 hours with indicators that the correct alarm sound was triggered, as noted by the ¿red alarm sound-bed¿. Additionally, the alarm logs and provided photos indicate a silencing of alarms at the piic six times during this timeframe. The philips field service engineer (fse) indicated that the customer¿s issue was not receiving a page to their phone from the third-party cans system. It was clarified that the piic and bedside monitor alarmed as expected. The fse indicated that they verified the piic configuration for cans was correct and the alarm was sent to the cans system, but the cans system did not forward the alarm to the phones. The customer stated they were going to verify with the cans vendor why the alarm was not received at the phones. The reported difficulty was indicative of an issue with a third-party paging system (cans). There was no indication of a malfunction of the piic. The device remains in use at the customer¿s site. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.